Event description:
Complainant reported receiving burn marks after use of said product. The product was used approx 3 times a day for about 20 mins each time. Complainant stated they noted the burn marks after about the 5th or 6th time use. Complainant stated they followed directions in use of product. Complainant alleges the burn marks formed scabs which left scar marks on skin. Complainant stated that skin is not sensitive and has no known allergies. No medical attention sought.